Event description:
The customer reported that a red alarm was not provided when the pt disconnected the ECG cable.

Manufacturer narrative:
(B)(4): the customer reported that a red alarm was not provided when the pt disconnected the ECG cable. The pt then used the ECG cable to hang himself. The pt did not survive. Based on available info, the pt was in the intensive care unit (ICU) and was connected via an ECG cable connected to a pt monitor. When the nurses left the room and went back in, they noticed the pt state. Note that, when an ECG cable is unplugged, a technical inop would be generated at the monitor (per device design and intent) and no red alarm is expected. Philips is in the process of obtaining add'l info regarding, this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.